Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 6 of 7. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The patient had not disconnected prior to the alarm. The bags were properly connected and there were no open clamps on unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The home patient (hp) had already disposed of the setup. The baxter technical services representative (tsr) explained the alarm and its cause. The hp stated that she uses four bags. The heater bag had solution left in it, the 2 the supply bags were empty and the last fill bag was still full. The hp did not notice anything when she removed the disposables. The tsr advised her to call her the registered nurse for any clinical advise. The hp understood. The patient would complete therapy manually. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.